Manufacturer narrative:
The customer¿s strips and meter were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The customer did their own investigation and believed that the line was contaminated with dextrose, which caused the laboratory result to come back at 255 mg/dl. The meter controls were tested on both meters with acceptable results, in addition to being run again during the time of the report also with acceptable results. It was unknown what controls were used and noted that one set of controls had expired on 25-oct-2019. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant glucose result with accu-chek inform ii meter serial number (B)(4) when compared to a laboratory result using an unknown method. At 11:52 am on (B)(4), the result was 45 mg/dl. At 12:00 pm the patient was given 15 g of dextrose. At 12:02 pm on (B)(4), the result was 134 mg/dl. At 12:09 pm the laboratory result was 255 mg/dl and at 12:16 pm, on (B)(4), the result was 107 mg/dl.

Manufacturer narrative:
Fields d4 expiration date, d10 and h3 were updated. The customer¿s strips, 4 vials, were returned for investigation. The returned strips were tested with a retention meter (uu14189223) and retention control sample (lot 90100577 exp 31-mar-2021). The results were as follows: control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: vial 1: level 1 : 44 mg/dl ,43 mg/dl, 45 mg/dl., level 2 : 30 3mg/dl ,300 mg/dl, 303 mg/dl. Vial 2: level 1 : 44 mg/dl, 43 mg/dl, 42 mg/dl, level 2 : 300 mg/dl, 297 mg/dl, 295 mg/dl. Vial 3: level 1 : 43 mg/dl, 44 mg/dl, 43 mg/dl, level 2 : 309 mg/dl, 299 mg/dl, 298 mg/dl. Vial 4: level 1 : 44 mg/dl, 42 mg/dl, 43 mg/dl, level 2 : 297 mg/dl, 294 mg/dl, 299 mg/dl. All returned results are within acceptable range. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. The investigation did not identify a product problem. The cause of the event could not be determined.